Event description:
It was reported that during a follow up in clinic, an echocardiogram was performed and right atrial (ra) lead migration resulting in cardiac perforation and tamponade, was observed. A revision procedure is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the patient experienced dyspnea.